Manufacturer narrative:
No device has been returned for evaluation. If the device is returned in the future this investigation will be reopened and a follow up submitted. Reviews of the device history record and complaint database are in progress. Results will be submitted in a follow up report upon completion.

Event description:
The account reported that air was drawn in to the manifold in their kit during a procedure. Air was not injected in to the patient. The device was replaced and the procedure was completed successfully with no adverse consequences to the patient.

Manufacturer narrative:
One device was returned for evaluation. The device was pressure tested and both positive and negative leaks were identified in the manifold around the first port. The complaint is confirmed. The root cause is attributed to a problem in the bonding process. The device history record was reviewed and no exception documents were found. The complaint database was reviewed and no similar complaints for this lot number were found.